Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on patch assessed, as surgical damage. And observed, a cracked valve seat diaphragm valve. Additional observations: creases were observed, wear abrasion observed, white particles inner the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the left side.